Event description:
Patient with previous history of chronically infected heartware left ventricular assist device (lvad), exchanged to heartmate iii in 2019 due to thrombosis, was admitted as a consequence of chronic and very complicated polymicrobial lvad-related infection to include the central components of the lvad. Also, a chronically draining fistula to the abdominal space now presents with a large inoperable fluid collection in the subxyphoid region and (B)(6). Patient entered palliative care and requested do-not-resuscitate order (dnr status). Discharged home with palliative IV vancomycin. Patient passed away in the home.